Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging even though pump communication is on, it's not holding the setting and reverts to pump communication off. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.